Event description:
A customer reported that a known group a rh(d) negative blood donor tested as group a rh(d) positive on the galileo neo instrument.

Manufacturer narrative:
The neo image files were reviewed by an immucor technical support specialist. No discrepancies were identified between the instruments interpretation of results and the visual inspection of test wells. On (B)(4) 2011, an immucor field service technician performed a routine inspection of the neo. The instrument was performing as expected. The customer submitted five tubes and one segment of sample ID (B)(6) for investigation. The samples were tested using various testing platforms and reagents. The samples resulted as negative on the neo with the aborh and fwd aborh assays; ntd (no type detected) was obtained with the weak d assay on the neo. Negative results were obtained on the galileo instrument using the weak d assay. Negative results were obtained by tube method using returned anti-d series 4, anti-d series 5, anti-d gamma-clone, and anti-d human reagents. A dat assay was also performed on the customer's samples and the expected negative results were obtained. Five known rh(d) positive in house donors were tested on the neo using retention products anti-d (series 4), lot 504782 and anti-d (series 5), lot 505611. Controls performed as expected and all donors tested resulted as expected. Retention products performed as expected. Conclusion: the expected group a rh(d) negative results were obtained with the customers sample using immucor retention product and returned product. The investigation did not identify a product deficiency. Testing showed the same inconsistent results as the customer with the neo vs. The galileo weak d assays. The well scores obtained on the neo cannot accurately determine the donors rh(d) type due to equivocal results. The scores represent reactivity that is neither a true positive or negative reaction. This reactivity appears to be unique to the sample.